Event description:
A patient reported they think they had stimulation turned up too high and it was hurting the bottom on their stomach like their whole bottom was going to fall out. The patient stated it was like it came on by itself. They turned stimulation down but when stimulation was down too low, they started using the bathroom a lot. During the report, they were on 2v and stimulation was comfortable. They also said they were not going to the bathroom a lot and noted the issue was resolved. They went to their healthcare provider (hcp) for a full examination, on the day of the report, and they had not received results yet. It was recommended that they follow up with their hcp. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.